Event description:
While using the gyrus halo pks forceps during a total laparoscopic hysterectomy (tlh) procedure, dr. Noticed that a piece had fallen off of the tip of the instrument into the pelvis. The piece was retrieved and removed promptly. The entire instrument was handed off the sterile field and replaced with a new one. Patient wasn't harmed.